Event description:
It was reported that the tips of the fenestrated bipolar forceps instrument did not meet. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed one grip to be bent, causing misalignment of the grips. The yaw pulley of the bent grip is not damaged. The grip likely bent due to excessive loading. Engineering also observed that the distal end of main tube has material removed all around the outer diameter. Damage appears to be a combination of deep scratches and scraping. Tube is gray and feels rough in the damaged area. No other damage found.